Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the mid to distal rca. After pre-dilatation and insertion of a guideplus ii extension catheter, the orsiro was introduced but could not access to lesion due to heavy calcification in the rca. After withdrawal out of patient, it was detected that the stent was damaged. Pci procedure was successfully completed with poba.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers, the stent is not displaced. The stent is not deformed or damaged. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Severe calcification). Besides, it should be noted that the inner diameter of the nipro guideplus ii st extension catheter is 1.33 mm and does therefore not meet the requirements specified in the orsiro IFU (> 0.056", 1.42 mm).

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the mid to distal rca. After pre-dilatation and insertion of a guideplus ii extension catheter, the orsiro was introduced but could not access to lesion due to heavy calcification in the rca. After withdrawal out of patient, it was detected that the stent was damaged. Pci procedure was successfully completed with poba.